Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose level was 255 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.